Manufacturer narrative:
Corrosion was found in the motor, which is a probable cause of the device running without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running without the handswitch being depressed. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.